Event description:
The patient reportedly experienced loss of sound, followed by loss of lock with the implant and external equipment. Programming adjustments were made and external equipment exchanged, however this did not resolve the issue. Revision surgery is under consideration.